Event description:
An endeavor sprint rx drug-eluting coronary stent system, length 24mm, diameter 2.75mm was used to treat a lesion in a patient's lad. The stent could not be advanced to the lesion and a dissection is reported to have occurred. The lesion was 80% stenosed and the vessel was moderately calcified and moderately tortuous. The lesion was predilated once by a 2.0 x 12 sprinter balloon at 16atm. The stent was inspected prior to use with no issues noted. The patient had bypass surgery to treat the dissection and recovered. The device and a cd of procedural images were received for evaluation by medtronic. The stent was positioned on the balloon between the balloon pillows and inner shaft marker bands. Blood residue was present on the distal tipoff the device, between the balloon folds and along the distal shaft. The ninth proximal stent segment had been pulled in a distal direction and there was crown overlapping noted along the middle and distal segments. Review of the cd images appeared to show pre-dilation of the lesion, but no images were captured of the advancement and attempted delivery of the endeavor sprint device. The reported dissection was not shown on the cd images.

Manufacturer narrative:
Evaluation results: (dissection), (80% stenosis, tortuous vessel and calcified lesion). (Bypass surgery), (patient sent to intensive care). (Stent damaged during procedure).